Event description:
Reportedly, the device was explanted after an implant duration of 54.6 months. Per the operative report received on (B)(6) 2011: indications: the patient was diagnosed with mitral valve dysfunction with severe stenosis and moderate insufficiency. Findings: the valve had calcified leaflets and was intertwined with some remnant of preserved cords along 2 of the posts.

Manufacturer narrative:
Method: device evaluation anticipated, but not yet begun. Conclusion: device evaluation anticipated, but not begun. Additional manufacturer narrative: review of the device history record (DHR) is in progress.

Manufacturer narrative:
Evaluation summary: the subject valve exhibits a gap at the coaptation region of leaflets. The valve exhibits moderate to heavy calcification in the free margins of all three leaflets. Calcification is minimal to moderate at the cusp area of leaflet 2 and moderate in cusp area of leaflet 3. Calcification restricted mobility in the leaflets and led to stenosis. It was also found that minimal to moderate host tissue overgrowth encroached onto the tissue outflow and into the orifice at the greatest point by approximately 3-4mm. Host tissue is minimal at the stent inflow and minimal to moderate at the stent outflow. Method: x-ray. Additional manufacturer narrative: the device history record (DHR) review was completed and confirms that this device passed all manufacturing and sterilization inspections. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The investigation reveals nothing to indicate a quality deficiency during the manufacture of this device that may have contributed to this event.